Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information received from a physician from (B)(6) of break in aseptic technique, watery stool, fever and peritonitis in a patient coincident with dianeal pd2 therapies. On (B)(6) 2012, the patient began treatment with dianeal pd2 therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether the dianeal therapies were ongoing. On an unreported date, during a contact with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient experienced watery stool and fever. On an unreported date, the patient experienced break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was hospitalized for peritonitis caused by break in aseptic technique. The patient was treated with vancomycin and amikacin. The other possible cause of peritonitis was missed pd therapy and the patient was dividing the solution into two exchanges. The patient was still hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Manufacturer narrative:
(B)(4). Further information was provided by a patient. On an unreported date, the patient began treatment with vancomycin 500mg and amikacin 12.5mg for peritonitis. The patient was non-compliant in taking the antibiotics. On (B)(6) 2012, the patient was re-hospitalized for peritonitis. The patient was still hospitalized. During follow up on (B)(4) 2012, the following was reported by a patient. The event of peritonitis resolved on (B)(6) 2012. On (B)(6) 2012, the patient was transferred to hemodialysis to rest his peritoneum. The patient also had poor outflow.

Manufacturer narrative:
(B)(4).